Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate administered fluid at a slower flow rate than expected. This occurred during patient infusion of an unspecified solution. The infusion had taken over two hours. The fill volume and exact infusion duration were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was filled with 250 ml of solution. The infusion took three hours to complete instead of the expected one hour. There was no patient injury or medical intervention associated with this event. The device was not returned, however a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.